Event description:
It was reported that battery was not charging. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.